Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture and increased pacing impedance were noted on the right atrial (ra) lead. X-ray imaging was performed and revealed ra lead dislodgement. The physician attempted to reposition the ra lead but the helix was unable to extend. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.